Event description:
It was reported the patient experienced an inguinal hernia coincident with peritoneal dialysis therapy. Twenty nine days after being diagnosed with the hernia, the patient was hospitalized for the event. On the same day, a surgical repair of the hernia was performed. It was reported that the surgical repair of the inguinal hernia involved some of the patient¿s bowel. Four days later, the patient was discharged from the hospital. It was reported that the patient is recovering from the hernia event. At the time of this report, two additional hospitalizations had occurred for unspecified time periods due to the hernia event. Peritoneal dialysis therapy was suspended and the patient was performing hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.